Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly inspected and analyzed. Visual inspection noted the tubing was cut at the pump connector block and not returned for analysis. The pump passed leak and functional testing. The reservoir exhibited wear at a fold in the cuff shell but passed leak testing. Product analysis was unable to confirm the reported mechanical problem and hole in tubing. Based on all available information, a most probable cause of the reported clinical event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the pump was identified. The pump and the reservoir were removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the pump was identified. The pump and the reservoir were removed and replaced. There were no patient complications reported.